Event description:
It was reported that during procedure the console halted and, it was unable to fire the laser and the procedure was cancelled. No further information was available.this event is being reported for aborted/cancelled procedure with a patient under sedation status unknown.

Event description:
It was reported that during procedure the console halted and, it was unable to fire the laser and the procedure was cancelled. No further information was available. This event is being reported for aborted/cancelled procedure with a patient under sedation status unknown.

Manufacturer narrative:
The console was field service at the user's facility. The console was tested, the energy was calibrated; the test was running normally. Therefore, the reported allegation could not be confirmed.